Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The company representative (rep) reported that the patient encountered a recharger abnormality. The recharger cannot recharge the implantable neurostimulator (ins) to 100%, only to 50%. The ins can be fully charged when another recharger is used. This recharger was impaired and defective. No symptoms were reported. The patient outcome was reported as further intervention to prevent permanent disabilities and no injury. The rep confirmed that only the recharger was replaced, but this did not resolve the issue. The replacement recharger was tested but still did not work, the recharger did work for another ins. The indication for use included parkinson's disease.